Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. As a result, inappropriate atrial tachy response (atr) episodes were recorded. Therefore, the patient with this ra lead underwent a lead revision procedure. During the procedure, the physician discovered that the lead had been fracture due to the suture sleeves being overly tight, which caused them to cut into the lead. This ra lead was successfully explanted and replaced. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. However, it was concluded that use error factors most probably contributed to the event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. As a result, inappropriate atrial tachy response (atr) episodes were recorded. Therefore, the patient with this ra lead underwent a lead revision procedure. During the procedure, the physician discovered that the lead had been fracture due to the suture sleeves being overly tight, which caused them to cut into the lead. This ra lead was successfully explanted and replaced. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific.